Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2013-02415 and medwatch 2210968-2013-02417. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012. It was reported that the patient underwent a release of vaginal tape with cystoscopy on (B)(6) 2012 due to urinary retention. No additional information was provided. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-02415 and 2210968-2013-02417. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, bowel problems, recurrence, vaginal scarring and other. It was reported that the patient underwent partial mesh removal on (B)(6) 2012 due to pain and recurrence. It was further reported that the patient underwent mesh removal on (B)(6) 2013 due to extrusion and recurrence. (B)(4). This is one of three medwatches being submitted. See also medwatch 2210968-2013-02415 and medwatch 2210968-2013-02417. The same patient is represented in each medwatch.